Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, broken reservoir tube lip, stained keypad overlay, keypad overlay texture damage, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had cosmetic damage. Blood glucose was unknown. Customer reported that the reservoir latch is loose. The insulin pump will be returned for analysis.